Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for incorrect placement within the vasculature. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage caused by excess tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used for hemostasis after the eia was treated, and hemostasis was successfully achieved. When the patient was attempted to be moved to a stretcher to leave the procedure room, the color of the patient's leg changed. No pulse was palpable and a cold sensation. An angiographic catheter was inserted from the radial artery, and angiography revealed the collagen in the artery. The collagen was pressed against the vessel wall using a stent from the inside. Although it was not an obvious stenosis, intravascular ultrasound (ivus) confirmed some soft plaque. The patient was well on the way to recovery. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 9 mm. The physician stated that although angiography before the procedure showed no obvious stenosis, there was some soft plaque around the puncture site, which may have caused incomplete anchor apposition. There were no other devices or equipment used with the reported product.